Event description:
It was reported that the bd vacutainer® serum blood collection tubes contained unknown black material. No report of injury or medical intervention. No report of blood exposure to mucous membrane.